Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse conducted a system inspection. No issues were discovered during the system inspection. The isi fse tested usm 2 engagement multiple times. No engagement issues were discovered during the inspection. The isi fse also tested the endoscope that the staff used during the case. No issues were discovered with the endoscope during the time of inspection. The isi fse will monitor the system for further issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the endoscope kept flipping around when installed. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found error 22020 on universal surgical manipulator 2 (usm). The customer tried two different endoscopes before calling. The customer reseated the usm 2 drape before contacting the isi tse. The surgeon was continuing with the procedure robotically. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed in the patient. The surgical task that was performed at the time of the event was dissection. The image was inverted. The customer was unsure if the event involved a reversed control of system arms. The vision orientation did change on its own. The endoscope did not move freely with uncontrolled motion. The system did not recognize the correct endoscope at the time of the event. The surgeon did confirm the desired orientation when the endoscope was installed. An indication of the image orientation was not provided to the surgeon via the user interface. The endoscope was exchanged out, and the same issue happened; the surgeon corrected the issue by hand and continued. This vision issue did not result in patient injury. Additionally, the isi clinical sales representative (csr) was followed up and provided the following additional information: the image got flipped on the first endoscope. The endoscope was cleaned, and when installed, the endoscope flipped again. The first endoscope was kept aside, and the second endoscope was used. The second endoscope image also got inverted. The tse suggested reseating the sterile adapter. The customer manually corrected and continued with the procedure. The procedure was completed robotically.